Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 19th june 2023 getinge became aware of an issue with one of our mobile tables - 113322b4 - alphamaxx (460 mm longit. Shift), EU. As it was stated, the patient slipped with the pad during the patient's positioning and the balance of the operating table was disrupted due to the sudden weight change. The patient was repositioned, and the procedure continued. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the patient slipping off the table leading to the table losing its balance which could result in the patient's fall, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and, thus was also directly involved with the reported incident. As the issues with pad and velcro were found, it was considered that the getinge device was not up to the specification. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio is 0,05%. The affected mobile table has been evaluated by the service technician at the customer site. The technician checked the mechanical and hydraulic connections of tilt, trendelenburg, longitudinal shift and height positions. There was also no mechanical clearance or hydraulic leakage. The oil level in the oil tank was found to be normal. During the evaluation, it was found that the pad was not the original part and the velcro on the table did not match the velcro on the pad. Moreover, the patient restraint straps used were not original. Multiple parts were replaced (for example cover and backrest plate) but it was clarified with the technician that those malfunctions did not contribute to the reportable issue and the patient fell off the table due to issues with the pad and velcro. The issue was solved. In the relevant user manual (ga 1133.22 en 08, page 18) the user is warned that the patient may slip off the table if the padding is not secured properly. The user is also warned not to use padding if the velcro straps on the padding do not line up with the strips on the product and to only apply that padding to the product that has been authorized for use. In summary and as a result of the performed root cause evaluation, it was concluded that the root cause of the reported issue, namely the patient slipping off the table leading to the table losing its balance which could result in the patient's fall, is user error related to disregarding the safety notes. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 08/01/2015 corrected h4 device manufacture date: 07/01/2015.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our mobile tables - 113322b4 - alphamaxx (460 mm longit. Shift), EU. As it was stated, the patient slipped with the pad during the patient's positioning and the balance of the operating table was disrupted due to the sudden weight change. The patient was repositioned and the procedure continued. It was observed that the patient pad used on the upper platform was not original. The pad was covered and the velcro on the table did not match the velcro of the pad. The patient's restraint straps were not original as well. No electronic, mechanical or hydraulic malfunction related to the complaint was found on the table column. Following the incident it was observed that the back rest plate was broken and the telescopic covers were damaged. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the patient slipping on the table leading to the table loosing its balance which could result in the patient's fall, was to reoccur.